Event description:
It was reported that during this procedure the physician put the atrial lead in the ventricular port and the ventricular lead in the atrial port. As a result the patient was brought back to the lab, the same day to perform a revision procedure to correct the error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (ipg) (B)(6) 2014. (B)(4).